Event description:
Sales representative reported, "leaking implant". And patient was under 22, when they had their implants. This record is for a unknown side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.